Manufacturer narrative:
This initial and final emdr report is being submitted to FDA for outside us like products reporting. The product was returned to the manufacturer, and the product investigation was conducted, with results noted below. The iol was ejected out from the injector, and the main piece was not returned. One haptic was separated at the tip. The slider was completely advanced until it stopped. The rod was advanced to the nozzle. The nozzle was stretched from the slit. Trace of lubricant was found inside the injector. The dye test result showed the injector tip was properly coated. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 251). In addition, research in our complaint database for the same production lot indicated there were not any other complaints reported as haptic separation. The root cause of the event could not be determined. However, from our investigation, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged haptic after implantation. Haptic tip was separated and stuck in injector during use. Intra-operative explantation, a new lens was implanted.